Event description:
It was reported that the left ventricular lead caused diaphragmatic stimulation. A new implantable cardioverter defibrillator (ICD) would be implanted to allow possible resolution of the stimulation through programming. It was noted that if that was not successful, the lead would be repositioned.

Manufacturer narrative:
Na